Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) had sudden drop of battery from ten years to eight and a half years for a span of two months. The boston scientific technical services (ts) discussed the need of a more recent transmission to run an analysis. The device remains in service. No adverse patient effects were reported.